Event description:
Procedure: chemosite insertion. According to the reporter: the catheter was disconnected from the port two months after implantation. The pt was operated on again to take the prod out.

Manufacturer narrative:
Initial report sent to FDA on 08/25/2008.